Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The was inserted into the (B)(6) 2026. No data was provided for evaluation. It has been reported that there was a difference of more than 40 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).